Event description:
The customer reported false low sodium (na) and chloride (cl) results patient results were generated on the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the instrument. The fse found multiple hardware issues. The fse found loose connections on the mid standard roller tubing and observed intermittent bubbles in ise (ion selective electrode) module lines. The fse tightened fittings and replaced multiple hardware components to resolve the issue. The following components were replaced: ise tubing buffer valves reference electrodes due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Patient demographic information was not provided. Patient data was not provided. Beckman coulter internal identifier is (B)(4).